Event description:
Blurred vision and burning in right eye. Went to eye doctor and received eye drops. Vision did not improve the following week so went to another eye doctor and was treated for 6 weeks for keratitis. Doctor thought it was due to contact solution. Did not wear contacts for 6 weeks. The doctor switched brands of contacts and changed the solution as well. In looking at the news today, saw the recall of complete moisture plus which was the brand of solution I was using at the time when I was diagnosed with the keratitis. Dates of use: 2006- 2007. Diagnosis: previous brand of contact solution recalled - renu. Event abated after use stopped: yes.